Manufacturer narrative:
The insulin pump was received with missing segments due to open lcd zebra connector. The device also had minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that there is a stripe missing on the middle part of the screen display of the insulin pump. Customer inserted a new battery and the display did not return to normal. The device was bumped. Customer stated that his wife had some medical issues and he had to take care of her and during that time it may have been bumped but he doesn't think it was more than usual. Blood glucose value is 112 mg/dl. Nothing further reported.